Event description:
It was reported during a da vinci-assisted surgical procedure, a portion of the harmonic ace instrument broke. However, it is unclear if a fragment from the instrument fell inside the patient. The customer replaced the instrument with a second harmonic ace instrument from the same lot. The second harmonic ace instrument reportedly also broke and a fragment fell inside the patient. The customer then installed a third harmonic ace instrument from a different lot and was able to complete the procedure with no issues. All fragments were retrieved from the patient. The instruments and broken pieces were discarded based on the hospital's disposal protocol. There were no collisions between instruments or hard objects reported. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument will not be returned. Images provided by the customer were reviewed. In two images, the teflon pad of a harmonic instrument appears to have some missing pieces. In another image, a broken blade is seen but no missing pieces are observed. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-26313 for MDR submission of the first broken harmonic ace instrument noted.